Event description:
A customer reported an issue with the responsiveness of the touchscreen on their pump, noting that it had been worsening over the past year. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that the pump prioritizes tasks, which can cause delays when lower priority tasks are requested. Tips for interacting with the touchscreen were provided, but the customer remained unsatisfied and requested a replacement. As a result, no further follow-up was deemed necessary, and the pump was set to be replaced due to the touchscreen issue. Customer will continue to use the current pump.